Event description:
The customer reported when customer used the mrx with rechargeable battery, " it was suddenly shut down in 5 minutes". The device was switched to ac power and the device was able to work. There was no adverse patient impact.